Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the can l, can h, drvn -gnd, +3.3v, & main batt wires all measuring open in the trunk cable. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt latch does not communicate with monitor.